Event description:
It was reported that the insulin pump alarmed button error. It was noted that the insulin pump was exposed to extreme heat. No further information reported.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Pump was received with minor scratched display window, cracked lcd window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.